Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the two guides do not fit with the attaching implants instrumental. The introducer guide must be perfectly embedded with the attaching implants instrumental. When a piece fits into the other one click is heard. If this two pieces do not fit perfectly the implant cannot be opened. The surgery was prolonged for twenty minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clarification surrounding the date of event and original date of awareness was received. Updated these two fields to reflect the correct date of march 12, 2015. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the top of both implant insertion sleeves is deformed and that they therefore do not fit as required. This deformation makes it impossible to verify the relevant dimensions. The manufacturing documents of both sleeves were reviewed and no complaint related issues were detected, the lot 1757746 was manufactured in october 2007. Based on the age and the used overall condition of the sleeve a manufacturing related fault can be excluded. The kind of the deformation let us assume that the device was hit on top with another instrument, which caused the deformation and finally the malfunction of the device. In this relation we would like to mention the in-space technique guide (part. 036.000.405), where on page 20 following is mentioned: caution: do not hammer directly on the distraction sleeves or the implant insertion sleeves (may cause damage to the instruments). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.